Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion set cannula kinked event on (B)(6) 2024. The blood glucose level was 600 mg/dl at the time of event and the patient was treated with correction injection via mdi (multiple daily injections). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.